Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that good sensing could not be obtained during implantation of the lead and repositioning was attempted but was not successful. The lead was replaced and the patient was in good condition after the procedure.